Event description:
Surgeon using endo-cautery on gallbladder dissection. Cautery stopped working. There was a flame burning at juncture of electrocautery card with its plug into machine. As soon as power switch turned off, flame immediately went out. No injury or adverse event to pt or staff.